Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient saw a por (power on reset) message come up over the weekend. The rep stated that they were with the patient today and they got a 0x400 por on the clinician programmer when interrogating the device. Technical services had the rep clear the message and reviewed parity por information with them. After clearing the por message the rep was able to turn stimulation on and the patient was feeling stimulation. The patient claimed that they did not have any medical procedures that would have been related to the message. They stated that they went to charge the battery on friday ((B)(6) 2018) and they got the por message and then charged the battery. The patient later got the message on the weekend and was unable to charge the ins. The rep stated that their therapy was going well, the patient was not having issues with recharging and was doing well with their stimulator. They stated that they did not know how the por occurred so they did not want follow-up. Troubleshooting resolved the reported issue. No symptoms were reported. The por occurred first on (B)(6) 2018 and over the weekend on either the (B)(6). The patient had the por and were unable to charge. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.